Event description:
When connecting the device to a main power outlet, a staff nurse (ts) received an electric shock and suffered arm, hand and back pain and a burn to the left palm.

Manufacturer narrative:
On (B)(4) 2009 the transformer from the device is in transit from the (B)(4) to welch allyn, inc. (B)(4). Expected arrival is (B)(4) 2009 upon which an evaluation and investigation will be conducted. A follow-up to this initial report will be filed as soon as it becomes available.